Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is giving high o2 supply pressure and oxygen not available message. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per the biomedical engineer, the 3 way solenoid was reoved to release the excess o2 pressure that was trapped in the valve to address the reported problem. Customer refused to provide patient information.